Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu2457 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refu2457) have been reported from the same facility.

Event description:
It was reported "during the procedure, rn inserted the catheter.. Went in smoothly¿went to flush it and felt resistance. Removed the catheter to trim it ¿ removed the guide wire and it was bent."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. Two 3cg stylets were returned for evaluation. An initial visual observation showed use residue on the returned samples. One stylet was found to be bent approximately 2 cm proximal to its distal tip, which was found to be present and intact. The other stylet was found to be broken and its distal tip was observed to be missing. Multiple bends were observed in the broken stylet approximately 0.5, 1.8, 2.8, and 3.3 cm proximal to the break site. A microscopic observation revealed the bends in the distal section of the returned stylets were between magnets. The break site of the broken stylet was observed to be uneven with a rough surface texture and plastic deformation. No breaks were observed in the other returned stylet. While the exact cause of the bend and the break in the returned stylets is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. A lot history review (lhr) of refu2457 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refu2457) have been reported from the same facility.

Event description:
It was reported "during the procedure, rn inserted the catheter.. Went in smoothly¿went to flush it and felt resistance. Removed the catheter to trim it ¿ removed the guide wire and it was bent." 02/28/2022- two stylets were returned for evaluation. This report addresses the first device.